Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs were performed which noted a black foreign material that was found on the surface of the white cap. The reported issue was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The retention sample inspection result was qualified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found inside the of the minicap packaging. The pm was described as foreign material and was found when the minicap packaging was opened before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.